Event description:
It was reported that the device had wireless card network issue. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿wireless card - network issues¿ was not confirmed. On (B)(6) 2024, pcu was received unboxed and with paperwork. Downloaded error logs and found no error or fault related to the issue. Downloaded bd wi-fi settings into pcu and unit passes network connectivity on asft program. Was unable to duplicate customer failure in bd san diego operation¿s lab. Device to be returned to san diego repair center for normal processing. Recommend replace wi-fi card. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿wireless card - network issues¿ was not confirmed. On 01-aug-2024, pcu was received unboxed and with paperwork. Downloaded error logs and found no error or fault related to the issue. Downloaded bd wi-fi settings into pcu and unit passes network connectivity on asft program. Was unable to duplicate customer failure in bd san diego operation¿s lab. Device to be returned to san diego repair center for normal processing. Recommend replace wi-fi card. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had wireless card network issue. There was no patient involvement.